Manufacturer narrative:
(B)(4). Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. The filter was returned and tested for tightness. The filter was held below water and pressurized with compressed air up to 1.5 bar. Air bubbles were observed and leakage in the welding cover near purge valve was confirmed. This type of leakage would be detected during the 100% functional testing performed in production. Based on the extremely low volume of reports for a similar event and low risk, we will continue to monitor incoming reports for weld failures. If an increase is observed further actions will be initiated. A supplemental medwatch will be submitted if additional information becomes available.

Event description:
It was reported that during the priming process, leakage from the bonded area on the side of the device was observed. No patient injury was reported. Ref#: (B)(4).